Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Primary procedure, right hip. It was reported that the ceramic head wouldn't seat properly on the stem. A second implant was opened and did seat properly. Rep reported a surgical delay of less than one minute.